Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "breast mass " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breast mass.

Event description:
Later healthcare professional reported the rupture related to the contralateral side and "unspecified benign neoplasm of breast". This record is for right side. Device was explanted. Un-reporting rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events lump/nodule was received on march 10, 2026 with lot number 2776552. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a.2., d.9., h.2., h.3., h.6.

Event description:
Patient reported "rupture". Later healthcare professional reported the rupture related to the contralateral side and "unspecified benign neoplasm of breast". This record is for right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for an unknown side. Device remains implanted.